Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4) to submit this event that happened in (B)(6). Problem: during an examination, the frontal generator on this x-ray system could not generate fluoroscopy due to an error. This resulted in a system hang-up.

Manufacturer narrative:
(Eval results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.